Event description:
It was reported the patient's right ventricular lead exhibited high capture threshold as well as a sensing anomaly. The device was capped during surgery on (B)(6) 2015, and a new lead was implanted. No further information was available.

Event description:
New information noted that the patient's condition was fine post procedure.

Manufacturer narrative:
(B)(4).